Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired.

Event description:
The manufacturer received information alleging a ventilator was alarming related to a failure of the active exhalation control module. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module will be replaced to address the issue.